Manufacturer narrative:
Patient had the nalu system in place for more than six months prior to reports of discomfort. Patient was offered troubleshooting and reprogramming in order to correct the issue, however the patient declined. There are no allegations of system or component failure and visualization of the system at the time of explant did not identify any obvious issues with condition or placement of any of the components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 after a successful trial. On (B)(6) 2022, a revision procedure took place to move the implantable pulse generator (ipg) to a more optimal location to correct communication issues (see MDR 3015425075-2022-00086). On 26jul2023, a nalu representative was notified that the patient was reporting discomfort at the location of the ipg and requesting system explant. Patient was offered troubleshooting and reprogramming and declined. Full system explant took place on (B)(6) 2023. Visualization of the system at the time of explant found all components intact and in appropriate position.